Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after one hour and 45 minutes of treatment using an ak 98 machine with the ultrafiltration (uf) volume set to 0.7l, the patient experienced sweating, dizziness, cramps in both lower extremities and the blood pressure reading was 89/46 mmhg. The patient lost 2.2kg in about two hours of treatment (1.5l more than the set uf volume). The patient was treated with an intravenous infusion of high concentration of glucose, normal saline and oxygen was administered. The patient briefly improved, however, subsequently lost consciousness. Treatment was terminated, the extracorporeal blood was returned to the patient and their clinical condition gradually improved. The patient was advised to ¿drink proper water after returning home, and pay attention to blood pressure, internal fistula tremor, and other discomfort¿. No additional information is available.

Manufacturer narrative:
Approximately 500 ml of glucose and saline were administered to patient. The device was evaluated on site and repaired by a hospital technician. Visual inspection observed a fluid leak from the u9000. The ultrafilter was changed as the interface of the bacterial filter bracket leaked. The most probable cause was due to the filter not being properly installed. The filter was replaced and the machine run normally. Should additional relevant information become available, a supplemental report will be submitted.